Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the longer 60cm tunneling tool was used to make the initial pass. Next the health care professional (hcp) pulled the inner plastic obturator tip out of the metal tube and it broke in two pieces as he was pulling it out. The extension carrier only had one carrier to tunnel to the implantable neurostimulator (ins) pocket. He had to tape the 2nd 95cm extension to the carrier to tunnel both extensions at one time. This worked but it was a concern for the surgeon as the carrier only had one extension carrier on it. After the impedance check was performed, all the connections were intact and the generator was turned off as the surgeon requested. The next day, the neurologist was able to begin programming for the patient as they normally would. No symptoms were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.